Manufacturer narrative:
(B)(6). The customer was given part number and pricing for a replacement processor pca and was informed that there is a global ship hold.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the ECG lead test. There was no patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was not verified/duplicated during lab tests; however, there were issues noted with booting up. The failure was located to corrupted program code in the flash memory u39/u40.